Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided anti-tachycardia pacing (atp) therapy to convert an arrhythmia. Review of the presenting electrogram (egm) noted the rhythm was detected in the ventricular tachycardia (vt) vt zone and after one burst of atp the rhythm accelerated into the ventricular fibrillation (vf) zone at 286 beats per minute (bpm). A 41j (joule) shock was successfully delivered to convert the rhythm. Lead measurements are stable and battery longevity is normal. The ICD remains in service and no additional adverse patient effects were reported.